Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and backplate for damage and inspecting and cleaning the diaphragm. Suction was not restored after troubleshooting, though it was noted that one of the stalok clips wiggled, even after pressing it in. The pump was replaced for the customer. In follow up with the customer on (B)(6) 2017, the customer indicated that she was diagnosed with mastitis multiple times, for which she was prescribed antibiotics and ibuprofen. She stated that the replacement pump was working without issue and the mastitis is resolved. The device was evaluated with a lab kit (the customer did not return her kit) and it met vacuum specifications, even though it was noted that there was a noise. Refer to attached evaluation. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that her pump in style breast pump has weak suction and one side feels stronger than the other. She alleged that she gets mastitis and clogged ducts whenever she uses the pump, but not when she uses her sister's pump. She alleged that the pump's suction has been like that since she got it and she indicated that she has been sized for breast shields.